Manufacturer narrative:
(B)(4). Additional information: on (B)(6) 2014 the patient underwent a laminectomy, microdiscectomy with foraminotomy right side at l3-ia-5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced osteomyelitis of the lumbar spine after undergoing a surgery in which floseal was used. On an unreported date, after undergoing a surgery for a laminectomy, microdiscectomy with foraminotomy (right side at l3-ia-5), and the patient developed a postsurgical infection of the lumbar spine at the surgical site and was ultimately diagnosed with osteomyelitis approximately 47 days post-surgery. The infecting organism was reported to be mycobacterium fortuitum. The patient was treated (treatment unspecified) for the event. Due to the event, the patient underwent debridement, wound wash out and removal of an infected lumbar disc from the patient¿s spine. It was further patient outcome was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.